Event description:
Developed low back, left medial proximal thigh, and occasionally below the left knee pain. Has experienced the pain off and on over the last year. Pain resembled and was treated as radiculas pain with some temporary relief of the pain.